Event description:
Strong wear of pe inlay after 6 years.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.